Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 11-107016 ¿ freedom head ¿ 078950. 11-301200 ¿ arcos stem ¿ 969520. Unknown cup ¿ unknown part and lot. The product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00272.

Event description:
It was reported that a patient underwent 5 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a sixth revision approximately 3 months later due to pain and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.